Event description:
It was reported that the patient reported an event of occlusion at site on (B)(6) 2026 which causes high blood glucose and treated with multiple daily injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date, no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.